Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented with an inappropriate shock on the secondary vector cause by myopotential oversensing. A new automatic configuration showed that the alternate vector is the only with no oversensing when maneuvers were performed. This s-ICD remains in service. No adverse patient effects were reported.